Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is blurry, lens chipped. There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Result of investigation: the device was returned for investigation. The customer's statements "image blur, lens chipped" cannot be confirmed. During the examination of the optics, no external damage or damage that could negatively affect imaging was found. In the rod lens system, isolated mini particles of dirt/abrasion were found, but these are in the blurred area of the optics and have no negative impact on imaging. The distal and proximal sealing surfaces also show no signs of wear or mechanical damage that could indicate a possible leak. The rod lens system is intact and sealed. The optics comply with the currently valid specifications. The event is filed under internal karl storz complaint ID: (B)(4).